Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported that the physician was utilizing a topaz microdebrider icw during a plantar fasciitis. After a few minutes of use the tip of the wand reportedly broke off inside the pts heel. The surgical incision was enlarged slightly and the tip was retrieved via suction and pick ups with the aid of a c-arm. The c-arm confirmed that all device fragments were retrieved from the pt. However, the issue reportedly caused a surgical delay of 30 minutes. No pt complications were reported as a result of this event.